Event description:
Our office in another country, reported a pt experienced a corneal abscess while using private label multipurpose solution. The product was used for the first time in 2007. The following day she felt pain and was admitted to the hospital two days later, for a corneal abscess. Pseudomonas aeruginosa found (unclear if this was a culture of the eye or of the solution). The pt left the hospital four days later.

Manufacturer narrative:
Used for chemistry, sterility testing and batch record review. Retained sample met all product specifications. Batch record review did not provide an explanation for the event.